Event description:
It was reported that bd intima-ii y 22gax1.00in prn ec slm npvc leaked the following information was provided by the initial reporter: the patient photographed contrast CT, in the use of high-pressure syringe injection of drugs, bd cannula needle clamp clamp not tight, resulting in blood reflux contamination CT bed and connecting catheter blood contamination, change the indwelling needle is not labeled can not be used with high-pressure syringes, before the use of non-collective brand did not appear this adverse event.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information provided.

Manufacturer narrative:
1. The customer returned 1 photo, no defective sample. The photo shows that the sample is indwelled in the patient, the pinch clamp is in the pinched state, and the blood has leaked through the extension tubing to the prn, and whether the extension tubing is fully clamped in the pinch clamp cannot be identified clearly. 2. DHR/bhr review lot-3108415: 1-this batch of products were assembled at intima ii auto line 3 in may 2023, and packaged at cfs package line in may 2023. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 3. Sku-383069 is a product with the y pp connector and the small pinch clamp, which has never been declared to be used for high-pressure injection. The retained sample of this batch is taken for relevant functional tests: pinch clamp seal pressure test and 45psi leakage test, and the test results are all qualified. Please see attachment for the test reports. 4. Possible causes: 1-during high pressure injection, if the instantaneous pressure is too high, it may lead to expansion and deformation of the extension tubing, resulting in the failure of the pinch clamp. 2-high pressure injection may lead the prn to loosen, which leads to negative pressure in the indwelling needle, blood return and leakage. 3-the extension tubing is not fully clamped in the pinch clamp, resulting in the pinch clamp cannot fully act. Conclusion(s): the returned photo shows that the pinch clamp is in the pinched state, and the blood has leaked through the extension tubing to the prn. The root cause cannot be determined because there are no abnormalities in the process and retained sample, the product of this sku has never been declared to be used for high-pressure injection, and no defective sample has been received for further testing and analysis.